Event description:
Dealer stated that the extender broke at the weld point. No injury but patient was in bed for recovery from previously injured spine.

Manufacturer narrative:
The weld broke where the hook mechanism and the rail are attached. Device was rewelded but outside contractor hired by pharmacy. (Compromised original mfg weld). Unable to evaluate device in original condition. No conclusion can be drawn.